Event description:
A 1104b (icp) intracranial pressure probe was inserted using the correct procedure with the correct equipment. The unit was zeroed prior to insertion. When inserted it read 200+ with no trend down. A new catheter was inserted and started reading at 50 and trended down. It was working correctly. No harm came to the patient.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.